Event description:
Reporter indicated that pt had passed away. The pt reportedly had stomach cancer with multiple complications. The exact cause of death is unknown at this time. There is no evidence that the ncp system caused or contributed to the reported event.